Event description:
It was reported that the catheter was inserted in the operating room and after the pt was moved to ICU, continuous cardiac output and the blood temperature was unable to be measured. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Examination of the thermistor system found that the thermistor read incorrectly on both the vigilance I & ii monitors. Further examination found the catheter to have a slit in the catheter body at the distal edge of the thermal filament middle form area. The slit entered the thermistor lumen and created a short condition inside the connector.